Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that an implant (tsvb13) was extracted due to periimplantitis. Tooth location 25.

Manufacturer narrative:
An impl tapered scr-v sbm 3.7mm 3.5mm 13mm (item # tsvb13) was received for investigation attached to an unreported abutment. Visual inspection of the as returned product identified signs of wear from use in the form of residue coating a section of the implant's exterior, but no other signs of significant damage or deformation. The abutment would not remove, preventing reliable measurement of the product. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 25 and was used for approximately 8 years. DHR review was completed for the subject lot number (61762568). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st#1747) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 61762568) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported events (infection and bone loss) or device (tsvb13). Therefore, based on the available information, device malfunction has not occurred and the reported event for was non-verifiable. The following sections have been updated: date of this report. Unique identifier (UDI) number: (B)(4). Expiration date. Date received by manufacturer. Checked "follow-up." Checked follow-up type. : device evaluated by manufacturer. Manufacturer date. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.